Event description:
The patient had pocket revision and was noted to be doing well other than some soreness at the incision site. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4). Device evaluated by MFR? Device evaluation is not necessary as protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the generator was quite superficial and was causing some pain especially whenever it is touched. The patient was noted to be very skinny. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient given a shot by the surgeon at the incision site for the pain. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.